Manufacturer narrative:
(B)(4). The distributor in (B)(4) determined that the most likely cause of the reported event was a malfunctioning main pcba. The distributor in (B)(4) was shipped a replacement main pcba to repair the device and return it to service. Carefusion issued a return goods authorization (rga) number to the distributor in (B)(4) for the return of the alleged faulty main pcba for evaluation. As of the september 25, 2015 the alleged faulty main pcba has not been received.

Event description:
The distributor in (B)(4) reported that during testing the device alarmed "motor fault" & "vent inop". There was no report of patient involvement.

Manufacturer narrative:
Results of investigation: the carefusion failure analysis lab received the suspected device/component and performed a failure investigation. The reported issue was duplicated in the laboratory setting. The root cause of the reported issue was due to 3 transducers failing due to excessive differential voltages. This issue is being internally investigated within carefusion.